Event description:
It was reported the customer noticed the backlight was on and it wouldn't turn off. The up and down buttons on the insulin pump were not responding. Customer blood glucose was 223 mg/dl in the morning and 86 mg/dl when the buttons were not responding. Customer was attempting to bolus when she noticed the keypad anomaly. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.